Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred. Subsequently, the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose ranged from 100-121 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue (battery not charging) was verified. However, the fluctuating battery allegation could not be confirmed as usb communications were inoperable.